Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed the suture anchor is still on the insertion tool. Several threads are missing or deformed. The sutures are still threaded through the handle and wrapped around the cleat. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified and a material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10. Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair, the healicoil anchors fractured when inserting. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a rotator cuff repair, the healicoil anchors fractured when inserting. All the broken pieces were successfully removed from the patient by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: additional information a1, a2, a3, a4, b5, e1, e2, e3, g2 and h6 (health effect - impact code) updated.